Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic for follow-up and was incidentally found to be in ventricular tachycardia on (B)(6) 2023. The patient was asymptomatic. The patient was then sent to be admitted, but left against medical advice (ama) as they had to "wait too long." At 4:00 am on (B)(6) 2023 the patient presented to an outside hospital emergency department with shortness of breath thought to be related to ventricular tachycardia. The plan was to admit the patient, but the patient left ama. Multiple attempts were made to reach the patient, but they did not answer. The device operated as intended as per hospital staff.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas (left ventricular assist system), serial number (B)(6), could not be conclusively determined through this evaluation. Heartmate 3 lvas, serial number (B)(6), was reportedly operating as intended. Per the account, multiple attempts have been made to reach the patient, but the patient is not answering. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 outlines potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.